Event description:
The customer contacted beckman coulter inc, (bci) regarding erroneously elevated accutni (troponin) result in the risk stratification range for five pts on different days. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and the results were within the reference range and amended reports were sent out of the laboratory. The initial results were reported outside the laboratory. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
An application specialist was sent to the site on (B)(4) 2008, to investigate the event. The application specialist performed hardware verification to include running system check, lumwash son/inc., high sensitivity (hs) system check, cta carryover performance verification testing, and quality control (qc) for all enabled assays. All testing met specifications. Instrument verification testing noted instrument performing within specifications. The applications specialist performed visual inspection of questioned patient samples. All specimens were noted to be serum, clear, and free of debris. A definitive root cause could not be determined for this event. MDR # 2122870-2008-328 documents the results for pt 1. This is 3 of 3 separate MDR reports related to 5 pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2008-328, 05394, for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.